Event description:
Per pharmacist's narrative, pt having issues with new insulin pens. Reviewed proper insulin administration with pt and pt is injecting insulin correctly. He states the new needles bend easily and is requesting the longer needle again; 1 units - prn - sq: (B)(6) 2018 through (B)(6) 2018.